Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 to treat rectocele, endometrial thickening, menorrhagia, and prolapse and stress urinary incontinence. During the procedure, a sling and boston scientific uphold mesh product were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.